Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's right atrial (ra) pace/sense lead had high pacing thresholds. The lead was capped. A new lead was implanted. There were no patient complications reported as a result of this event.